Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot # ? Confirm if the whole suture thread detached / separated/pulled off from the whole needle ? If yes, confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one patient reported event / one procedure ? Was only 1 device involved ?

Event description:
It was reported that a patient underwent a lower anterior bowel resection procedure on an unknown date in 2019 and suture was used. The suture isolate from needle. It is unknown if there was a delay in the procedure. It is unknown what was used to complete the procedure. There were no adverse patient consequences reported.